Event description:
It was reported by a veterinarian that on an unknown date while dispensing the product the needle pulled off the suture.

Manufacturer narrative:
Conclusion: a needle that broke at the attachment end was submitted for evaluation. Upon visual inspection, the needle exhibited amounts of intergranular and possibly some transgranular failure.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation revealed that the barrel of the needle was broken. No conclusion can be drawn at this time. The sample will be forwarded for additional analysis. (B)(4).